Event description:
New patient to my office wearing solotica color contact lenses that are yearly replacement. Patient reporting these are healthy FDA approved contact lenses. Upon examination patient had 360-degree neovascularization of limbus cornea from using contact lenses all day due to lack of oxygen permeability to the contact lenses from the low dk/t. Patient is under impression that its FDA approved so it's healthy to use all day. There is nowhere on the website that sates how many hours to wear nor how much oxygen. She also purchased this online without an eye doctor approval. Https://www.solotica.com/.